Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in low-energy shock impedance from 70 ohms to 135 ohms over the course of approximately eight years. According to the field, almost no stimulation therapy was given over that time period (the patient does not require brady pacing). The stimulus threshold has also risen within a few months but is still within normal range. Technical services (ts) was consulted and noted a continuous increase in shock impedance in leads that have not delivered therapy for a long time is a well-known phenomenon, which is usually caused by calcium deposits around the shock coil. Troubleshooting recommendations were discussed. The rv lead remains in service, and no adverse patient effects were reported.